Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. Deformation was evident to the dislodged stent. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a moderately calcified, severely tortuous lesion exhibiting 90% stenosis in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that damage occurred to the stent and that the stent dislodged during delivery to the lesion inside the guide liner. The guide liner was removed with the dislodged stent inside it. The patient is alive with no injury.